Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected failed battery test, weak battery or low battery alarm noted. Also, the device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
During a follow up call the customer stated that the insulin pump does not recognize that there is a new battery in the device. The customer performed troubleshooting by removing eh batteries and reinserting them. At this point the device did recognize. In the history of the device there were multiple bad battery, weak battery, and low battery alarms. The customer stated that they use fresh and new batteries and there are no damages to the battery compartment. The customer's blood glucose was not recorded since the reported issue was a past event. The customer called several days later and stated that the issue persists and they would like a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.